Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported surgery results were not as they were planned post lasik on a patient's right eye. At one day post operatively, lacrimation, photophobia and foreign body feel were reported. Bandage contact lens is being used to treat. Patient was prescribed a topical steroid, topical antibiotic and topical lubricating drops. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A clinical applications specialist review showed based on the provided information, only a limited evaluation from an application point of view could be made. Normal parameter (e.g. Optical zone, etc.) Should have been used for the laser. A contribution of the laser system to the reported even can be excluded to the greatest possible extend. The root cause could not be identified by the investigation. (B)(4).